Event description:
It was reported that a patient underwent a pelvic floor repair procedure. The patient experienced an undefined complication. The patient is scheduled for a combined urogynecological and colorectal surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). The initial procedure was performed approximately two years ago. The patient experienced pain and dyspareunia. The patient experienced outlet dysfunction constipation and was unable to void. She experienced a gap failure with a prolapse recurrence at the apex and distal vagina. Upon examination, the device was found in the rectum muscularis mucosa. The doctor was not certain whether the mesh was placed there or the mesh eroded into the site. The patient is scheduled for surgery in (B)(6) 2012. The physician, who was not the implaning surgeon, opined that because of the initial advanced utero vaginal prolapse in the patient, that abdominal sacrocolpopexy, instead of trans vaginal mesh, should have been chosen as the safer and more effective surgical approach. (B)(4) dyspareunia, prolapse occurred, pain occurred.

Manufacturer narrative:
(B)(4): undefined complications occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.